Event description:
At 0500 pump was programmed to deliver 12cc/hr of d10+ca gluconate. At 0530 34cc/hr had been delivered as a bolus. Fluids stopped, meter values = 239 (0600), 77 (0715). Infant was discharged to home on 10/22/95.